Event description:
A surgeon reports that a haptic became loose during insertion of the intraocular lens (iol). Enlargement of the incision was required to accommodate iol removal and replacement. Additional info has been requested.